Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient has a sling device that failed to keep him urinary continent, the patient is using 3 to 4 pads per day. The patient is looking for an artificial urinary sphincter (aus).